Event description:
It was reported that on 12 nov. 2025, a 27mm navitor vision valve was selected for implant using an unknown sized flexnav delivery system (ds). The patient¿s leaflet was severely calcified. A pre-implant balloon aortic valvuloplasty (pre-bav) was performed using a 25mm, non-abbott balloon. Temporary pacing was noted to have achieved through a guidewire. After pre-bav, the patient presented with severe aortic insufficiency resulting in hemodynamic instability. During the procedure, at initial attempt, the valve was noted to have positioned too deep. The next three subsequent recapture attempts remained in shallow positions. At the fifth attempt, the valve deployment began with a more ventricular position. After full release of the tabs, the valve was implanted approximately at a depth of 13mm on the non-coronary cusp (ncc). It was noted that it was difficult to implant due to severe aortic regurgitation. Mild to moderate paravalvular leak (pvl) was noted. A mean gradient was measured as 12 mmhg. Post-implant balloon aortic valvuloplasty (post-bav) was performed with 25mm, non-abbott balloon. Post-intervention, pvl was reduced to mild. The patient developed significant hemodynamic instability consistent with acute pulmonary edema, severe oral bleeding, ineffective respiratory pattern, and decreased spo2. Orotracheal intubation was performed, vasoactive drugs were administered, and hemodynamics improved. The procedure was resumed after stabilization. A second 27mm navitor vision valve was prepared for implant using an unknown sized flexnav ds, considering that the first had embolized. During loading, a significant resistance was noted while attempting to recapture the valve. Approximately 40 percent of the valve was encapsulated. The valve was released on the table for inspection, revealing a deformity in one of the diamonds. A third 27mm navitor vision valve was selected for implant using the same loading system and the ds used as they showed no deformity or apparent dysfunction. The valve was able to be deployed successfully at a depth of 3mm above the annulus. Small pvl was observed; post-bav was performed using a 25mm, non-abbott balloon. No paravalvular leak was observed. The physician believes that the patient had heavily calcified leaflets, which may have contributed to the mild pvl. There was no clinically significant delay reported. Post-procedure, the patient's condition was improving overall with extubating planned for the afternoon of (B)(6) 2025. The patient¿s current status was discharged.

Manufacturer narrative:
An event of improper or incorrect procedure or method and perivalvular leak were reported. A returned device assessment could not be performed as the device was not returned for analysis. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed, and the product met all specifications. Based on available information, a cause for the reported pvl could not be determined. It is possible that patient comorbidities (calcification), could contributed to this event. However, this cannot be confirmed. The reported patient effect of aortic valve insufficiency/ regurgitation cannot be determined. The reported unexpected medical intervention and surgical intervention were result of case specific circumstances, as post-implant valvuloplasty was performed and valve in valve was implanted. The reported improper or incorrect procedure involves performing the pre-bav using a balloon that was larger than the minimum annulus diameter. There is no indication of a product quality issue with respect to labeling design or manufacturing of the device. Please note the per the instruction for use (IFU), pre-implantation precautions: balloon aortic valvuloplasty (bav) of the native aortic valve is recommended prior to delivery system insertion. The balloon size chosen should be appropriate, not exceeding the perimeter-derived diameter of the native aortic annulus as assessed by CT imaging to minimize risk of annular rupture and not undersized to minimize risk of stent under-expansion which could lead to paravalvular leak (pvl) or device migration. Since IFU deviation did not cause the reported event, the letter will not be sent.

Manufacturer narrative:
The device remains implanted in patient. The device will not be returned for evaluation. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that on (B)(6) 2025, a 27mm navitor vision valve was selected for implant using an unknown sized flexnav delivery system (ds). The patient¿s leaflet was severely calcified. A pre-implant balloon aortic valvuloplasty (pre-bav) was performed using a 25mm, non-abbott balloon. Temporary pacing was noted to have achieved through a guidewire. After pre-bav, the patient presented with severe aortic insufficiency resulting in hemodynamic instability. During the procedure, at initial attempt, the valve was noted to have positioned too deep. The next three subsequent recapture attempts remained in shallow positions. At the fifth attempt, the valve deployment began with a more ventricular position. After full release of the tabs, the valve was implanted at a depth of 27mm on the non-coronary cusp (ncc). It was noted that it was difficult to implant due to severe aortic regurgitation. Mild to moderate paravalvular leak (pvl) was noted. A mean gradient was measured as 12 mmhg. Post-implant balloon aortic valvuloplasty (post-bav) was performed with 25mm, non-abbott balloon. Post-intervention, pvl was reduced to mild. The patient developed significant hemodynamic instability consistent with acute pulmonary edema, severe oral bleeding, ineffective respiratory pattern, and decreased spo2. Orotracheal intubation was performed, vasoactive drugs were administered, and hemodynamics improved. The procedure was resumed after stabilization. A second 27mm navitor vision valve was prepared for implant using an unknown sized flexnav ds, considering that the first had embolized. During loading, a significant resistance was noted while attempting to recapture the valve. Approximately 40 percent of the valve was encapsulated. The valve was released on the table for inspection, revealing a deformity in one of the diamonds. A third 27mm navitor vision valve was selected for implant using the same loading system and the ds used as they showed no deformity or apparent dysfunction. The valve was able to be deployed successfully at a depth of 3mm above the annulus. Post-bav was performed using a 25mm, non-abbott balloon. No paravalvular leak was observed. There was no clinically significant delay reported. Post-procedure, the patient's condition was improving overall with extubating planned for the afternoon of (B)(6) 2025. The patient¿s current status was discharged.